Event description:
It was initially reported that an unspecified balloon catheter became stuck on the pt2 guide wire. The corrected information that was further reported indicates that the doctor was able to use and complete the case with the wire reported, but had difficulty in getting the balloon and a unspecified stent to track along the wire. Upon increasing the force to the balloon and the stent both devices were successfully delivered to the lesion. After the pt2 guide wire was removed and inspected a `lump' was felt on the surface.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an angioplasty procedure, a balloon became stuck on the guide wire. The pt2 guide wire 185cm was advanced to the target location. An attempt was made to advance an unspecified balloon catheter on the guide wire when the balloon became stuck on the pt2 guide wire. The guide wire and balloon catheter were removed as one without incident. After removal a rough spot was noted on the surface of the pt2 guide wire. The procedure was successfully completed with another of the same device. There were no patient complications reported and the patient status is unknown. It was further reported: it was initially reported that an unspecified balloon catheter became stuck on the pt2 guide wire. The corrected information that was further reported indicates that the doctor was able to use and complete the case with the wire reported, but had difficulty in getting the balloon and a unspecified stent to track along the wire. Upon increasing the force to the balloon and the stent both devices were successfully delivered to the lesion. After the pt2 guide wire was removed and inspected a "lump" was felt on the surface.

Manufacturer narrative:
Device evaluated by manufacturer: the pt2 moderate support guide wire was returned and visual analysis revealed a bump at 56.5cm from the proximal end. No other obvious defects were observed. The guide wire is within specifications except at the location of the bump. It is probable that the bump observed to the ptfe may have caused the balloon to get stuck on the guide wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is a manufacturing related defect and therefore, the root cause for this event is manufacturing related issue. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a angioplasty procedure, a balloon became stuck on the guide wire. The pt2 guide wire 185cm was advanced to the target location. An attempt was made to advance an unspecified balloon catheter on the guide wire when the balloon became stuck on the pt2 guide wire. The guide wire and balloon catheter were removed as one without incident. After removal a rough spot was noted on the surface of the pt2 guide wire. The procedure was successfully completed with another of the same device. There were no patient complications reported and the patient status is unknown.